Manufacturer narrative:
(B)(4). Batch # p9330x. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 partially formed clip due to an anti-backup failure and 6 conforming clips ; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl and ratchet pawl spring were found to be out of position causing the anti-backup failure and the lockout failures. No conclusion could be reached as to what may have caused the ratchet pawl and the ratchet pawl spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic subtotal colectomy, the clip was fed into the jaws when the jaws were opened after firing on vein. The event occurred before the firing trigger was grasped for feeding next clip. Another device was used to complete the case. There were no adverse consequences to the patient.